Manufacturer narrative:
The actual device was not returned; therefore, an evaluation of the actual device was unable to be conducted. With no return of the actual device, the exact cause of the reported event cannot be definitively determined based on the available information.

Manufacturer narrative:
Expiration date - unknown due to unknown lot number. UDI - unknown due to unknown lot number . Implanted date: device was not implanted. Explanted date: device was not explanted. Device manufacture date - unknown due to unknown lot number. The actual device has not been returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. The production lot number was not provided by the user facility, which prevented a meaningful review of the device history record.

Event description:
The user facility reported that the destination device internal lining peeled off a bit. The patient was in good condition. The outcome of the procedure was good. There was no patient injury, medical/surgical intervention required. Additional information was received on 09april2020: the procedure was a left leg runoff. This was the internal lining of the sheath that was peeling. It was noticed when the account took the sheath out. The account could not tell how far the peeling went. The sheath was used during the procedure. The patient was stable. The account used a turbo hawk during the case.